Event description:
A report was received that the patient was experiencing pain at the lead site. The physician decided to explant the ipg suspecting infection. The patient was prescribed an oral antibiotic.

Manufacturer narrative:
Additional information received indicated that the physician opened the pocket site and took a culture. The results were (B)(6). The physician did not explant the ipg. The patient is reportedly feeling better and physician does not plan to proceed with any further course of action. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the lead site. The physician decided to explant the ipg suspecting infection. The patient was prescribed an oral antibiotic.